Event description:
It was reported that (5) devices were used during a laparoscopic colectomy. It was reported by the affiliate that the tcr75 retaining cap was broken. A new one was used in the case. With the (2) tcr55 reloads, the staples were malformed when fired. The surgeon put some overstitches to complete the case.